Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: (B)(4), batch/lot # 744201002, mfg date 12/12/2011, exp date 11/22/2016. Pump: (B)(4), batch/lot # 729962012, mfg date 09/19/2011, exp date 08/31/2012.

Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter (aus) device replaced due to recurring incontinence and urethral atrophy. No patient complications were reported in relation with this event. "This patient had a previously placed aus system that was still functional however he had started leaking again sometime within the last 6 months. When dr. Removed the old aus, it was noted that the system was functioning properly but the patient had urethral atrophy so the cuff was now too large. A new aus device consisting of a 5.0cm cuff, 61cm balloon and control pump were placed. No patient complications were reported in relation with this event.